Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) had the top screw on the rail has backed out. The usm was tested on an in-house system in normal mode where issue is not replicated with no error. The usm was also tested on the functional test platform where issue was not replicated with all related tests passing. No fluid intrusion, contamination, or damage was found on the usm or carriage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that arm 1 had a jerky feel when the camera was removed. The intuitive tech support engineer (tse) verified that no errors were in the live logs. The customer continued with the procedure. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: system functionality was checked upon powering on the system. No errors occurred when the system was powered on.